Event description:
It was reported via medwatch "during insertion of catheter by user, met resistance. Second attempt made and unable to thread catheter into vein. Removed catheter and guide, noticed catheter tip missing. Ultrasound (us) identified tip was lodged in the vein. Patient developed a clot and was started on heparin. Patient eventually sent to interventional radiology (ir) for removal of retained catheter tip."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.